Event description:
Evaluation summary: the 7th, 8th, 9th distal segments were raised and deformed.

Manufacturer narrative:
Evaluation, results: deformation issue (stent) fdr: operational problem (85 % stenosis and little calcification. Resistance was encountered when advancing).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology - 85% stenosis and little calcification). (No device received for evaluation); no results available since no evaluation was performed (device or procedural notes not returned for evaluation). Evaluation conclusions: known inherent risk of a procedure (stent deformation); device failure related to patient condition (lesion morphology - 85% stenosis and little calcification); unable to confirm complaint (device or procedural notes not returned for evaluation); no device returned. (B)(4).

Event description:
The physician was attempting to deliver an endeavor resolute drug eluting stent to an 18mm non-tortuous lesion in the lad with 85% stenosis and little calcification. The device was removed from packaging and inspected with no issues noted. The device was prepped prior to use with no issues noted. It is reported that the device did not pass through the lesion. After the system was pulled back, a deformation was observed on the stent struts. It is reported that the stent deformation occurred in vivo during positioning. The lesion was pre-dilated, for one inflation, with a 2.0 x 15mm balloon catheter. Resistance was encountered when advancing the device but excessive force was not used during delivery. Post procedure patient status is reported to be good. There was no serious injury reported. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy. It is unknown how the physician completed the procedure. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.